Event description:
Information was later received that this lead exhibited high threshold measurements and continued high impedance measurements. A revision procedure has been scheduled. It was noted the device had been programmed to vvi mode for a while due to the lead issues. No adverse patient effects were reported.

Event description:
Information was later received that this lead was surgically abandoned. No adverse patient effects were reported as a result of the procedure.

Event description:
Boston scientific crm received information that this right atrial lead exhibited impedance measurements greater than 3000 ohms, no sensing, no capture and undersensing. A lead fracture was suspected. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.